Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A service history evaluation/review was attempted and concluded that, the previous service event for part number 393.10 with lot number(s) 3706604 has been reviewed. The customer called in a service request for this item on (B)(6) 2016 and reported the device as inoperable-bent. The item was previously returned for service on 2-jul-2014 due to chuck being broken/loose. The previous service condition of the chuck being broken/loose is not relevant to the current complained issue of the device being inoperable-bent. The manufacture date of this item is 13-jun-2007. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A service and repair evaluation was performed for the subject device. The customer reported the item was bent. The repair technician reported the item was not bent, but the clamping jaws and the front of the chuck were damaged. Chuck broken/loose is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product development investigation was performed for the subject device. The returned instrument was examined by service and repair where it was noted that the clamping jaws and front of the chuck were damaged and not repairable. No service history was able to be reviewed as the device is lot/batch controlled. Pictures of the returned instrument were forwarded to customer quality where significant gouging as noted around the circumference of the chuck. Additionally gouging was noted on the clamping jaws and one tooth was noted to be broken and missing a fragment. No definitive root cause was able to be determined as method of use at the time of failure is unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, drawing review, service evaluation/history review and device history review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The universal chuck t-handle is extremely versatile, mentioned in over 30 synthes technique guides. It is utilized in a large number of procedures including knee, pelvis, schanz screw insertions, tibia, femur, and removal of broken nails. There are two of these instruments in many graphic cases. Relevant drawings for the returned instrument were reviewed (both current revision and from the time of manufacture): top-level. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no mrrs, ncr (non-conformance reports) or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service & repair department documented that an instrument is bent, and needs repair. Reporter stated that the device was fine when it was put in the wash, but once it was pulled out of the washer it was noted to be bent. There was no patient involvement and the event occurred outside of the operating room. This is report number 1 of 1 for com-(B)(4).